Event description:
It was reported that "after cup and liner were implanted, doctor could not reduce hip using head trial. The inner component of constrained liner disengaged from construct."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.